Event description:
A customer reported an unspecified connection issue, related to the inner diamter of one of the cassette lines. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was not returned for evaluation, though 26 companion samples were. Visual inspection was performed with the naked eye, noting no abnormalities that may have caused or contributed to the reported condition. The companion samples were functionally tested (simulated use) on a homechoice device, noting no abnormalities that may have caused or contributed to the reported condition. The returned devices performed within the product specifications.